Event description:
During a coronary artery eleuting stenting treatment procedure, balloon removal difficulty occurred. The lesion was located in the right coronary artery (rca) with a 90 degrees bend. The taxus express2 2.5x12 drug leuting stent was deployed in the rca. A great deal of force was necessary to pull the balloon out os a distal right coronary artery with a severe bend and calcium upon, removal the balloon looked damaged/stretched. Pt outcome is reported as fine. No further pt complications were reported.